Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-04604 / 04606).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007. Revision procedures were on (B)(6) 2007 and (B)(6) 2008, due to patient allegations of pain, swelling, inflammation, damage to bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-04604 / -04606 and -06593).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007. Revision procedures were on (B)(6) 2007 and (B)(6) 2008 due to patient allegations of pain, swelling, inflammation, damage to bone and tissue, lack of mobility, dysfunction, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's operative (op) notes dated (B)(6) 2007 reports the presence of serous fluid. The stem was removed and replaced. The head was removed, re-sterilized, and re-implanted. Additional information received in patient's op notes dated (B)(6) 2008 reports patient underwent a second revision procedure due to a malpositioned hip, post fracture. Revision op report notes the stem was found to be in a 50 degree retroverted position and shortened. In addition, report notes the stem was solid and had united to the bone, which made extraction difficult. The cup, modular head, and femoral stem were removed and replaced.